Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 14098392.

Event description:
It was reported that the patient was not getting effective pain relief. The patient underwent an ipg and lead replacement procedure and was doing well post-operatively. The explanted devices were not returned.

Event description:
It was reported that the patient was not getting effective pain relief. The patient underwent an ipg and lead replacement procedure and was doing well post-operatively. The explanted devices were not returned.

Manufacturer narrative:
The returned implantable pulse generator was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block h6.

Event description:
It was reported that the patient was not getting effective pain relief. The patient underwent an ipg and lead replacement procedure and was doing well post-operatively. The explanted devices were not returned.